Manufacturer narrative:
Findings: unit received with a frozen display followed by an unexpected constant audio tone. Problem isolated to m/b. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had a constant tone coming from the device. The patient's blood glucose level was unknown at the time of the call. The customer changed the batteries on the insulin pump but the issue was not resolved. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.